Event description:
Information was received from a patient (pt) regarding an external device. It was reported that their recharger (rtm) was not working. Pt stated they have been trying to charge their implanted neurostimulator (ins) since yesterday, but it is not connecting or recharging. Pt added that they are having a shoulder replacement tomorrow and haven't been able to take their arthritis medicine, so they hurt all over and are not happy. Pt was connected and trying to charge at the start of the call and noted it kept going from "excellent recharging" to "poor recharge quality" without movement. Pt commented that they feel like the battery moved inside and that's why it won't stay connected. Pt confirmed the controller battery was at 100% and the ins was empty. Patient services (ps) walked pt through passive recharge mode with the antenna over the relay box. Pt was seeing 100-100-100. Ps had pt move the rtm away from the relay box and the numbers remained at 100-100-100. Pt commented that the cord looks rough where it goes into the paddle. The issue was not resolved. A replacement rtm was requested.

Manufacturer narrative:
Concomitant medical product: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.